Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's spouse reported via phone call of issues with the customer's insulin pump. The customer received battery out limit alarm and failed battery test. The customer's blood glucose level was 180mg/dl. Troubleshoot was conducted and the device alarmed for failed battery test. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed functional testing and was received with normal operating currents and no unexpected off no power alarm, low battery alarm, failed battery test alarm or battery out limit alarms noted. The pump was received with a cracked case at the display window corner, a cracked lcd window, minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.